Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit resets itself continously when it is powered on, both on ac and dc power.